Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit was reviewed and showed the libre sensor and libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare professional reported the customer's adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. On (B)(6) 2018, a sensor scan result of 136 mg/dl was obtained and customer experienced a loss of consciousness. Customer had contact with a healthcare professional and a reading of 48 mg/dl was obtained on the hcp device. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed with hypoglycemia and treated with "oral glucose serum". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the customer's adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. On (B)(6) 2018, a sensor scan result of 136 mg/dl was obtained and customer experienced a loss of consciousness. Customer had contact with a healthcare professional and a reading of 48 mg/dl was obtained on the hcp device. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed with hypoglycemia and treated with "oral glucose serum". There was no report of death or permanent injury associated with this event.